Event description:
A report was received that the patient had a suspected infection with symptoms of redness and fever. The physician administered antibiotics and explanted the leads. The physician does not know the origin of the infection, but feels that the infection was not device related.

Event description:
A report was received that the patient had a suspected infection with symptoms of redness and fever. The physician administered antibiotics and explanted the leads. The physician does not know the origin of the infection, but feels that the infection was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn.